Event description:
On (B)(6) 2013, the lay user/patient¿s grandmother contacted lifescan (lfs) alleging an ¿unknown issue¿ with the patient¿s one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began ¿7 months ago¿. The patient manages her diabetes with an insulin pump and continued with her usual dose of medication (novolog) in response to the alleged issue. It is not known if the patient developed any symptoms. At an unspecified time, 7 months ago, the reporter stated the patient¿s health care professional (hcp) was called and the patient was advised to ¿get a back up meter and test more often¿. The reporter stated the patient¿s blood glucose was taken on another device (one touch ultramini); however, the reporter was unable to provide the results obtained. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved.